Event description:
It was reported that sharps coll 1.5qt red was missing a lid. The following information was provided by the initial reporter: this is a report about short count of product. According to the customer's report, the number of lids was less than specified, with one missing.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. According with the evidence received, this investigation can´t be completed due the lack of information provided but with the information collected of the report from the distributor (mm corporation) say only is missing a lid but don´t specify if received an entry package with 36 pieces or a partial quantity for that reason, the investigation was concluded that this product had extra handling by a distributor, for it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood of non-controlled handling within distributor facilities could happen. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. H3 other text : see h.10.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 1.5qt red was missing a lid. The following information was provided by the initial reporter: this is a report about short count of product. According to the customer's report, the number of lids was less than specified, with one missing.